Manufacturer narrative:
The customer reported that they observed fluid on top of the mts gel card foil during qc testing on the ortho provue analyzer. Through troubleshooting, the customer identified that they had performed a maintenance procedure incorrectly prior to qc testing. The customer performed the appropriate maintenance and returned the analyzer to expected operation. Prod labeling instructs the customer to the proper method with which to perform maintenance. No malfunction of the analyzer could be identified. The incident occurred as a result of user error. Erroneous results were not reported as a result of this incident as qc was not allowed to pass. Carry over and/or cross contamination was not reported as a result of this incident. However, if this incident were to recur undetected, during pt testing, erroneous results could be reported, which could lead to transfusion of incompatible blood.

Event description:
The customer reported that they observed fluid on top of the mts gel card foil during qc testing on the ortho provue analyzer.